Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) had a battery depletion (bd) error. Technical services (ts) confirmed that the power consumption is increasing in a gradual fashion. There were no adverse patient effects reported. The device remains in service.